Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed. Photographic images made. Device history record reviewed. Evidence that product in specification when used. Undetermined.

Event description:
Allegedly patient was revised due to a broken plate.